Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd discardit ii 2ml sterile disposable graduated concentric luer slip syringe) the plunger was loose and leakage occurred. There was no report of patient impact. The following information was provided by the initial reporter: the medicine drips from the syringe onto the fingers. The plunger is not tight enough against the syringe.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 24-apr-2026. Investigation summary: a device history record review was completed for provided material number 300928 and lot number 2208113. The review did not reveal any detected abnormalities during the production process that could have contributed to the reported defect and all quality tests were found to be within specification. To aid in the investigation of this issue, six (6) syringe samples were returned for evaluation by our quality engineer team. Leakage testing was performed on each of the returned samples; however, none of them presented any signs of leakage. Although we were unable to replicate the reported issue, it is possible that the event of leakage resulted from damage to the plunger component. This type of damage could be produced during the handling of the product through the manufacturing process or within the plunger assembly machine.

Event description:
It was reported while using bd discardit ii 2ml sterile disposable graduated concentric luer slip syringe) the plunger was loose and leakage occurred. There was no report of patient impact. The following information was provided by the initial reporter: the medicine drips from the syringe onto the fingers. The plunger is not tight enough against the syringe.